Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unknown. It was reported that the iliac arteries were moderately calcified and moderately tortuous. After the bifurcated stent graft was deploy, a 14 mm balloon was inflated and slightly pulled down to ensure they were in the gate then the iliac limb was deployed. The right iliac artery was aneurysmal (16.2 -17 mm diameter aneurysm); a 20 mm cuff was implanted there. During the procedure a type I endoleak was present proximal to the bifurcated graft. An angioplasty balloon was inflated, but the leak did not resolve due to the calcium present in the posterior of the aortic neck. Further exploration with imaging and wires revealed that the contra lateral limb had been deployed outside the gate. The physician attempted to convert the graft to an aorto-uni-iliac system by deploying 2 aortic cuffs in the flow divider. The type I endoleak had resolved but the left renal artery was not filling. The physician elected to convert the pt to an open repair. No additional sequelae were reported and the pt is reported to be fine. Medtronic vascular has received the device and the analysis has been completed: examination of the explanted device revealed no issues with device integrity.